Event description:
A distal radius plate was implanted on (B)(6) 2012. Post-operatively on an unknown date, it was discovered that the patient required a revision surgery. The cause of revision was lack of reduction due to early use of the surgical corrected / non-union wrist fracture. The surgeon removed all existing hardware, re-reduced the fracture and re-plated with synthes parts. This report is for an unknown locking screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.